Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that three of the customer's sensors had broken. The patient's blood glucose at the time of incident is unknown. The sensors had broken when she tried to insert them into the serter. The customer was advised to call directly if problems occurred in order to enable troubleshooting. The broken sensors were not returned and a replacement sensor was shipped to the customer as a courtesy.